Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were confirmed based on the medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The patient had multiple comorbidities, including hyperlipidemia, thyroid disease, and severe aortic stenosis (as) in their past medical history. These factors are known to increase the risk of atherosclerosis, potentially leading to early valve degeneration and a reduced effective orifice area (eoa). It is possible that stenosis prevented the leaflets from proper coaptation, resulting in the reported central regurgitation. In this case, available information suggests that patient factors, such as stenosis and pre-existing comorbidities, may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the territory manager (tm), approximately 4 years and 11 months after the transcatheter aortic valve replacement (tavr) implant with a 23mm sapien 3 valve, the valve exhibited stenosis and central regurgitation. Consequently, the valve was explanted and replaced with an edwards surgical valve. A review of the medical records indicates that the transthoracic echocardiogram performed at 4 years and 11 months post-implantation revealed a left ventricular ejection fraction of 35%. The bioprosthetic aortic valve demonstrated severe stenosis and mild to moderate paravalvular regurgitation. The aortic valve (av) mean gradient was 76mmhg, with an aortic valve area (ava) of 0.63 cm. The progress note states that the patient presented to discuss her diagnosis of tavr valve dysfunction. The echocardiogram confirmed bioprosthetic valve dysfunction characterized by both stenosis and regurgitation. Over the past year, the patient reported increased fatigue.